Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 447.348 . Lot: l567593 . Manufacturing site: mezzovico . Release to warehouse date: 14.sep.2017 . The device history record shows this lot of 8 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2016 open reduction internal fixation (orif) surgery was applied to patient¿s left radius bone following trauma to the forearm. One (1) plate and four (4) screws were implanted. Patient also received a non-synthes minimally invasive injectable bone graft (calcium sulfate). Following implantation, the patient showed signs of allergic reaction, including an internal sensation of burning and itching, with no signs of swelling or redness. On (B)(6) 2016, the patients displayed redness around the surgical scar during orthopedic follow-up and was treated with antibiotic. At orthopedic follow-up on (B)(6) 2017, the patient reported pain on the distal ulnar aspect of the operated forearm. On (B)(6) 2018, the physician noted swelling, redness and local warmth on the volar-radial aspect of operated distal forearm. The patient was treated with cefazolin for 2 weeks, with no improvement, followed with cefuroxime axetil (500mg x2). The patient was also self-medicated with nsaids for pain control. On (B)(6) 2018, the patient was admitted to hospital with extreme weakness. Patient¿s left forearm displayed maculo-papular rash. Skin biopsy revealed superficial perivascular dermatitis with no signs of vasculitis. There was redness & swelling around the surgical scar. Tentative diagnosis of acute interstitial nephritis due to cefuroxime was made and patient received a short course of steroids. During the hospitalization, patient developed acrocyanosis and elevated cpk. An extensive rheumatological workup was conducted. Patient underwent pharesis without response. Diagnoses made as undifferentiated connective tissue disease (uctd). On (B)(6) 2018, the patient returned early from a weekend vacation at home complaining of a sudden swelling of the forearm in the area of the previous surgery. Physician ordered sonography, CT, and exploration of hand with consequent evacuation of a hematoma. Due to refractoriness to treatment and deteriorating clinical state, patient requested removal of the orthopedic plate. Following review on autoimmune (autoinflammatory) syndrome induced by adjuvants ((B)(6)) plate and screws were taken out on (B)(6) 2018. This report is for a 2.0mm ti lcp(tm) plate 8 holes/59mm. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility medwatch mw5077446 was received from the FDA on june 6, 2018. In addition to plates and screws being implanted, patient also received a non-synthes minimally invasive injectable bone graft (calcium sulfate).